Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen for a routine follow where it was noticed that previously high atrial lead impedance was observed. Lead impedance trend now shows that it seems to be stabilizing. Patient notifier was demonstrated and patient will be seen in a couple of months to reassess unless patient feels a vibration in which case patient was asked to contact the clinic.

Event description:
New information notes that the patient was seen in the hospital clinic on (B)(6) 2018 for a routine follow-up. The high atrial pacing lead impedance (pli) measurements were consistent with the ones obtained from the last follow-up on (B)(6) 2018. The physician believes the higher pli may be due to tissue fibrosis at the tip. No further intervention is planned. The physician turned off the pli alert for atrial impedance out of range as he has no intention of intervening in any way for high impedance measurement alone since the lead is functioning fine. The patient is programmed ddd, the atrial lead is sensing well and no atrial pacing is required. The patient will be monitored remotely on merlin.net and resume for a routine follow-up. It was also noted that the patient is easily short of breath for which the physician did some timing optimization to her crt device. The patient is stable before, during and after.